Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to lead noise was observed via a merlin transmission. The device was reprogrammed. The patient was asymptomatic and was sent home. Monitoring will continue.

Event description:
New information received states that the lead was capped and replaced on (B)(6) 2017 for the previously reported issue of oversensing of noise.